Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 425 mg/dl and diabetic ketoacidosis. The cause of elevated bg was unknown. The customer went to the emergency room (ER) multiple times, and was subsequently hospitalized after initially being released from the ER. Bg was treated with intravenous insulin and saline. No information was provided regarding the release date, however, customer indicated the issue was resolved and no permanent damage was sustained. System check with tandem technical support confirmed the pump was functioning as intended.